Manufacturer narrative:
Concomitant product: maxnj, maxnj max-nj neo / adt oxy sensor mdl, unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sensor, the patient had burn injury in the left thumb. The sensor was needed to be repositioned every 3-4 hours. The burn injury caused by the sensor is located around the edges of the sensor region. Afterward, a different sensor model was attached to the index toe of right foot, but a burn occurred with the sensor as well.